Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04069. It was reported that the patient had a possible infection and that the pacemaker had eroded through the patient's skin. The physician elected to explant the pacemaker and right atrial lead. The patient was in stable condition.